Event description:
It was reported that a patient did not open the patient line clamp when priming the disposable set. The patient stated the homechoice primed, they connected themselves, and then noticed they did not open the patient line clamp during priming. The technical service representative advised the patient to start over with all new supplies. Proper procedure was reviewed with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient did not open the patient line clamp while priming the disposable set. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.